Manufacturer narrative:
Technician found that the valve and the coil were not working. He replaced the valve and the coil and that repaired the problem.

Event description:
Technician alleged, the head section would not go up on this bed, there was no incident report filed on this bed to explain what happen to the head section.